Event description:
During service the baxter repair technician reported fail code 570. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.